Event description:
It was reported that during implant, the setscrew did not properly turn. Pin became stuck and grommet was removed to expose setscrew and withdraw it from lead pin. The device was not used.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of setscrew anomaly was confirmed and was due to septum material and medical adhesive in setscrew inset. The device was in backup operation as received. The device was tested and no anomalies were found. Backup operation did not reoccur during all phases of testing. (B)(4).